Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the non-calcified, non-tortuous left anterior descending (lad) artery. The lesion was not predilated. While passing the 2.50x8 mm taxus express2 drug eluting stent through 2 previously placed cypher stents (2.5x33 mm and 2.5x28 mm), the stent became hung up on one of the cypher stents and came off the balloon in the lad by the ostial diagonal. The patient was sent to surgery to have the dislodged stent removed. Snaring was not attempted. No additional patient complications were reported. Patient status reported as "fine".